Event description:
International affiliate reports the tips of six skyline drivers stripped and broke off from the instruments when inserting screws during a surgical procedure. Reports the surgeon has used the skyline system many times and the patient¿s bone quality was not a cause of concern. Also reports that there could have been evidence of instrument wear prior to usage as these sets are frequently used. A back out driver was used to continue inserting the screws. There were no adverse consequences to the patient. See the following mfg medwatch report numbers for the other drivers that broke during this event: 1526439-2013-33200, 1526439-2013-33201, 1526439-2013-33202, 1526439-2013-33203, and 1526439-2013-33204.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the skyline expansion tip screwdriver noted the following: both the tip of the driver and hexlobe feature was plastically deformed in the direction of tightening. A review of the device history record found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the skyline expansion tip driver was conducted on the specific code from the complaint as there is no device family for these instruments. The complaint for tip twisting indicates there was no harm to the patient reported, nor would harm be expected if the fault were to recur as with related complaints. Review of complaints found no significant trends. The root cause is unknown however it is likely that all of the driver was subjected to a higher than anticipated torque resulting in tip twisting. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.